Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ particles in valve: observed. As per the investigation procedures creases, wear abrasion and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.1, d.4, d.6b, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported right side "deflation." Particles in valve was noted during visual analysis. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". Record is for right side. Device remains implanted.